Event description:
It was reported that, following a significant fall few months prior, the patient with this pacemaker exhibited oversensed noisy signals on the right ventricular (rv) channel. Although pacing inhibition was observed, no asystole was noted. Technical services (ts) recommended conducting thorough lead testing during an in-person evaluation. No adverse patient effects were reported. This pacemaker remains in service.